Event description:
It was reported the patient¿s body rejected the implantable neurostimulator (ins) implanted on (B)(6) 2009. It was noted the therapy gave the patient ¿some relief for a while.¿ the reporter stated she went through a ¿big struggle¿ with the initial implant and her body rejected the ins. It was noted the patient got an infection and pneumonia and was in the hospital for 3.5 months. It was further noted the patient lost a ¿great deal of weight and was very weak.¿ the reporter stated she decided to try a second ins and their healthcare provider (hcp) added more antibiotics and IV fluids. It was noted the second ins was not rejected and the patient was able to get some relief from gastroparesis symptoms for about six months following the implant of the second ins. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead. (B)(4).